Manufacturer narrative:
Correction: on initial MDR the evaluation result code of 213 was added in error. It should have been 3221 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
It was reported via non-healthcare professional that the lens was defective not implanted. Additional info was requested.